Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a CABG procedure 2 generators and a rem electrode were in use. The pt had been prepped with betadine scrub and was positioned on a warming pad for the procedure. The pt rec'd burns to the arm, buttocks and side of the thorax. The surgery time was extended by more than 30 mins. Medical intervention was required and the pt has been discharged.